Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03511. It was reported that the patient was experiencing weakness and swelling at the legs when therapy was on. It was noted that the swelling went away when therapy was turned off. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2019-03511.

Event description:
Related manufacturer report number: 3006705815-2019-03511. Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted with no complications.

Manufacturer narrative:
The report of discomfort is not able to be confirmed with product testing and is commonly associated with patient anatomy and/or the location of the device. Analysis of the returned lead found it passed all testing and no anomalies were identified that would have contributed to the reported issue.

Event description:
Related manufacturer report number: 3006705815-2019-03511.